Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test about 6 weeks ago. He tried to press the esc and act button but that did not work. Customer's blood glucose level was 146 mg/dl. The insulin pump had cracks in the casing, display, and reservoir compartment. The device was not returned.